Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: pump sent to depot for review and repair. Received at depot, confirmed pump problem error wait for log review, needs new pneumatics, replaced full pneumatics system, placed pump in bring up mode and sent to the test line, passed all stations of the test line front housing, final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:03 and (B)(6) 2025, passed heratherm pulled at 04:03 (B)(6) 2025, lvp burn-in test - pass, 24 hour dwell - complete, pump log retrieval - pass, flow accuracy test - pass, electrical safety test - pass, provisioned pump to mayo server. Work order type: corrective maintenance. Order description: service needed alert". Problem cause: equipment failure. Resolution code: vendor repair/support. Resolution detail: service needed alert. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)? No. Question 2 did the issue stop an active infusion (yes, no, unknown)? No. Question 3 list name of any drug administrated if known: n/a". A preliminary review identified the following issue: undefined pneumatic system component failure. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported.